Manufacturer narrative:
Carefusion customer support manager in (B)(6) did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the carefusion customer support manager in (B)(6). The carefusion customer support manager in (B)(6) determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). The carefusion customer support manager in (B)(6) was shipped a replacement user interface module (uim) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number for the return of the alleged faulty user interface module (uim) for evaluation. As of the (B)(6) 2015 the alleged faulty user interface module (uim) has not been received. Should the alleged faulty user interface module (uim) be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
The following description of the event was copied by a carefusion technical support specialist from an email received from the carefusion customer support manager in (B)(6). "We are doing the upgrade at (facility name removed), (B)(6). We used the upgrade kit, p/n (B)(4) for avea s/n (B)(4). The uim s/n (B)(4) was found blank screen/no display after the upgrade during pre-use check only leds lit audible alarm present. (We verified this by putting another working uim s/n (B)(4) onto avea (B)(4). After that we upgraded the software to 4.6 accordingly.)"